Event description:
Difficulty breathing and light-headedness while exercising in a gym and wearing a face mask. One time while bench-pressing, the weights almost crushed my chest after hypoxia caused my brain and muscles to malfunction. Another time, I hit my head on a piece of equipment. While wearing a mask in stores, my eyes become irritated from blowing hot air into them. I also feel stress and anxiety. Wearing masks has been a disaster for my acne. FDA safety report ID # (B)(4).